Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.5/2.0/087 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The patient experienced excessive vaulting. On (B)(6) 2021 the lens was exchanged with a same model/length lens but implanted 48 degrees clockwise. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Product evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).